Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 23, 2014 - july 25, 2014. Evaluation summary: the device was received for evaluation. During visual inspection fluid was observed within the over pouch due to the blue winged luer cap being loose. The blue winged luer cap was tightened and the device was filled with water and observed for leaks with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked into the overpouch. The device was filled with 1500 mg of desferrioxamine and 60 ml of normal saline. There was no patient involvement. No additional information is available. This is report 1 of 3.